Event description:
It was reported that the expiratory valve coil of the ventilator was faulty. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The user facility declined service and reportedly replaced the membranes in the expiratory cassette. The replaced part was not returned for investigation. No ventilator logs were provided. Since no parts were returned for investigation, the root cause of the event has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).